Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned for analysis. No anomalies were found. The inner tubing was kinked/buckled, and the helix/lobe was distorted/bent. Blood was found in/on the helix/lobe mechanism and mechanism (sleeve head). There was a tip seal observation. The lead appeared damaged at implant. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure the helix would not extend at the second location attempt. The helix did extend with approximately 30 turns once outside the body and it was somewhat crooked. The lead was not implanted. No patient complications have been reported as a result of this event.